Event description:
While using a byte night aligners, patient reported that their pcp referred them to a specialist for recurrent right ear pain and jaw tenderness. The specialist seen the patient and found that they have severe tmj causing these issues along with swelling along their jaw line and parotid gland from using byte aligners. The specialist stated that it is their medical opinion that the patient immediately stop treatment since it is causing them oral damage.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.